Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement or verify missing segment/partial display due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the screen and was not able to read screen. The customer¿s blood glucose level was 338 mg/dl at the time of the incident. The customer stated that there were black lines on the pump. Troubleshooting was performed. Insulin pump will be returned for analysis.